Event description:
(B)(4). I have been having severe pain on my right pelvic side for the last two years. Have had multiple ER and dr visits. The pain became so severe in the last three months, that a dr finally agreed to do laparoscopic surgery to determine cause of pain. He found that the filshie clip on my right side had become detached and was attached to my colon. I also had scar tissue hanging from my fallopian tube that had become attached to my bowel.